Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate high voltage therapy for supraventricular tachycardia incorrectly diagnosed as ventricular tachycardia. The av internal delta was programmed to off. Electrical measurements were stable. No further information is available.